Event description:
It was reported that a patient was treated with two gore® tag® conformable thoracic stent grafts in (B)(6) 2019. On (B)(6) 2019, it was determined that the graft had migrated proximally. No endoleak was detected but the physician decided to perform a reintervention due to a short distal seal. The stent graft was extended with a medtronic valiant navion stent graft in (B)(6) 2019. Patient imaging was not provided. The devices remain implanted and are not available for evaluation. An alleged fracture in the stent graft was detected later and documented in nca ref. No. (B)(4). MFR. Ref. No. (B)(4).

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and/or require intervention include but are not limited to stent graft migration or realignment.

Event description:
It was reported that a patient was treated with two gore® tag® conformable thoracic stent grafts in (B)(6) 2019. On (B)(6), 2019, it was determined that the graft had migrated proximally. No endoleak was detected but the physician decided to perform a reintervention due to a short distal seal. The stent graft was extended with a medtronic valiant navion stent graft in (B)(6) 2019.

Manufacturer narrative:
Device remains implanted. A review of the manufacturing records for the device verified the lot met all pre-release specifications. Imaging has been requested and will be reviewed if provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.